Event description:
Customer called to report the needle never retracted back inside the pod and the cannula never inserted into her skin. She wore the pod and did not notice the problem until a little while later when her blood glucose (bg) was "high". She was able to activate a new pod successfully and her bg stabilized to 118 mg/dl at time of call. No further info is available.

Manufacturer narrative:
The product was returned and evaluated. It was determined that the needle mechanism had not fired due to interference from a damaged component. The user failed to note this condition which would be visible via the viewing port upon pod placement if labeling is followed. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient noted that remedied the situation by removing and replacing the device per user instructions. The lot was found to have met all acceptance criteria.